Event description:
It is reported that the surgeon was impacting the femoral provisional when the handle broke. All pieces were retrieved and case was completed with another handle.

Manufacturer narrative:
This report will be amended when our investigation is complete.